Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. A manufacturing record evaluation was performed for the finished device [u1909040] number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported by the healthcare professional via phone that during a shoulder repair the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece was not suctioning properly. No patient consequences reported or surgical delay. The device is available for evaluation. The complaint device was received and evaluated. Biological residues were observed in all entire device, no showed issue saline residue on distal tip, signs of activation on the tip. The device will be return to gyrus for further analysis. Supplier evaluation result for vapr s90 4.0mm w/integr hdp: the device was not returned in the original packaging, the distal tip is in a used condition, impact damage on manifold, residue in suction tube, no visible damage on shaft, handle or plug, no evidence suction clamp was used. The electrical test was performed with the different parameter (active continuity, return continuity, primary capacitance and hipot active-return)as a result all test passed.the device was functional testing using vaprvue generator ((B)(6)), the test included different values as a setting and the activation in ablate and coagulation pass. Supplier summary: the initial customer complaint stated that the device was ¿not suctioning properly¿. This could not be substantiated as when the flow test was performed the required specification was achieved. However, it should be noted that following the flow test, pieces of tissue debris were visible in the catchment cylinder that had become dislodged. From our investigation we were unable to confirm the reported suction issue with the returned electrode however pieces of tissue debris were visible in the catchment cylinder that had become dislodged were observed which is a possible cause of the reported issue which we were able to clear during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. The complaint failure mode has been reviewed against the systems risk assessment document (B)(4) which has recorded in line 242.41 'poor suction flow through device due to tissue blockage' caused by tissue entering the tip and leading to a blockage. The outcome of this being 'delay or cancellation of procedure to a patient under anaesthetic'. The current risk severity category is classed as negligible (inconvenience or temporary discomfort) and the risk management procedure considers the failure mode frequency of occurrence as frequent. We have reviewed our complaints records over the last 12 months to assess the frequency of this defect and our analysis shows that the frequency of this occurrence is as anticipated in risk management (B)(4). A manufacturing record evaluation was performed for the finished device [u1909040] number, and no non-conformances were identified. At this point, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: a manufacturing record evaluation was performed for the finished device [(B)(6)] number, and no non-conformances were identified.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the case was completed by using an identical spare device. It was reported that there was an alternative product readily available. It was reported that there was no surgical intervention planned (e.g. X-rays, additional/change in procedures, prescriptions, otc, revisions).

Manufacturer narrative:
Product complaint # (B)(4).. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the healthcare professional via phone that during a shoulder repair the vapr s90 electrode 4.0mm, 90° suction w/integrated handpiece was not suctioning properly. No patient consequences reported or surgical delay. The device is available for evaluation.